Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had to go to urgent care get it removed - vagina [foreign body in reproductive tract]. String actually came off - tampon [device breakage]. Removing it the string came off and I had to go to urgent care get it removed [complication of device removal]. Case narrative: consumer reported via phone that string came off during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Had to go to urgent care get it removed - vagina [foreign body in reproductive tract] string actually came off - tampon [device breakage] removing it the string came off and I had to go to urgent care get it removed [complication of device removal] case narrative: consumer reported via phone that string came off during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on august 10, 2022. An investigation is in progress for returned product received on august 24, 2022.

Event description:
Had to go to urgent care get it removed - vagina [foreign body in reproductive tract]. String actually came off - tampon [device breakage] . Removing it the string came off and I had to go to urgent care get it removed [complication of device removal] . Case narrative: consumer reported via phone that string came off during removal. No serious injury reported.